Manufacturer narrative:
On (B)(6) 2019, additional information indicated that the date of removal with no replacement is scheduled on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device received on 7/8/2019. Device evaluation completed on 7/22/2019: during analysis of the sample it was noticed several creases around the device. Within a crease in the anterior aspect was found a tear (a) measuring approximately 8 cm. In addition, an area of shell abrasion and a tear (b) was discovered within a crease also in the anterior aspect measuring approximately less than 0.1 cm. By other hand, in the posterior aspect was noticed an area of shell abrasion within a crease. No other anomalies were discovered. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor memorygel, 450cc silicone breast implants which the right side ruptured after implantation. Patient had MRI examination that confirmed a rupture of the right implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.